Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3 event date is estimated. Literature attachment: one-year recurrent tricuspid regurgitation after successful transcatheter edge to edge repair: the tri-spa registry.

Event description:
The article "one-year recurrent tricuspid regurgitation after successful transcatheter edge to edge repair: the tri-spa registry" was reviewed. The article presented a retrospective multi center study, to evaluate the predictive factors and mid-term outcomes of recurrent tricuspid regurgitation (tr) following successful transcatheter edge-to-edge repair (teer) . Devices mentioned include mitraclip, triclip, pascal p10, and pascal ace. The article concluded that recurrent tr was associated with worse outcomes. Right ventricular fractional area change, residual tr and primary tr were independent predictors for recurrent tr. [The primary author and corresponding author was rodrigo estévez-loureiro at university hospital alvaro cunqueiro, vigo, spain with corresponding email roiestevez@hotmail.com]. The time frame of the study was 2000 to 2023. A total of 280 patients were included in this study, of which 142 received an abbott device. Median age was 76 and majority gender was female. Comorbidities include previous valve surgery, diabetes mellitus, arterial hypertension, dyslipidemia, smoker, atrial fibrillation, pacing, chronic kidney disease, chronic lung disease, CABG, edema, ascites, heart failure, tricuspid regurgitation (primary, secondary). Peri and post-procedural complications included recurrent tr, reintervention, death, heart failure hospitalization, single leaflet device attachment, off label use.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including previous valve surgery, diabetes mellitus, arterial hypertension, dyslipidemia, smoker, atrial fibrillation, pacing, chronic kidney disease, chronic lung disease, CABG, edema, ascites, heart failure, tricuspid regurgitation (primary, secondary). Complications reported included recurrent tr, reintervention, death, heart failure hospitalization, single leaflet device attachment, off label use; these complications are anticipated for the procedure and subject population. The reported off-label use was associated with using a mitraclip on a tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 event date are estimated. Literature: one-year recurrent tricuspid regurgitation after successful transcatheter edge to edge repair: the tri-spa registry.

Event description:
The article "one-year recurrent tricuspid regurgitation after successful transcatheter edge to edge repair: the tri-spa registry" was reviewed. The article presented a retrospective multi center study, to evaluate the predictive factors and mid-term outcomes of recurrent tricuspid regurgitation (tr) following successful transcatheter edge-to-edge repair (teer) . Devices mentioned include mitraclip, triclip, pascal p10, and pascal ace. The article concluded that recurrent tr was associated with worse outcomes. Right ventricular fractional area change, residual tr and primary tr were independent predictors for recurrent tr. [The primary author and corresponding author was rodrigo estévez-loureiro at university hospital alvaro cunqueiro, vigo, spain with corresponding email roiestevez@hotmail.com]. The time frame of the study was 2000 to 2023. A total of 280 patients were included in this study, of which 142 received an abbott device. Median age was 76 and majority gender was female. Comorbidities include previous valve surgery, diabetes mellitus, arterial hypertension, dyslipidemia, smoker, atrial fibrillation, pacing, chronic kidney disease, chronic lung disease, CABG, edema, ascites, heart failure, tricuspid regurgitation (primary, secondary). Peri and post-procedural complications included recurrent tr, reintervention, death, heart failure hospitalization, single leaflet device attachment, off label use.